Event description:
There was an air bubble in the tubing of diprivan on pump. While attempting to clear air the whole pump shut off and wouldn't turn back on. All three chambers were off and never said failure. During the time it took the rn to change out the pump, the pt's bp decreased to the 60's. Rn had to increase dopamine to increase the bp.